Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the catheter was disposed of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (16 mg/ml at 8.24 mg/day), clonidine (300 mcg/ml at 154.5 mcg/day), and fentanyl (500 mcg/ml at 257.5 mcg/day) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the hcp was going to do a catheter and/or pocket revision. The rep stated that she has not seen the physician yet so she was unsure what the plan was for today (B)(6) 2021). The rep sated that the patient did not feel the drug was getting to the right place.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter pro duct ID 8596sc serial# (B)(6) implanted: (B)(6) 2010 (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8709 serial# (B)(6) ubd 2011-12-08 UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are : product ID: 8596sc lot# serial# (B)(6) ubd 2012-06-17 UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not determined if there was a problem with the pump or catheter. It was not determined when the problem began. The symptoms the patient was experiencing was not ¿as good¿ pain relief. The catheter was removed and a new catheter placed. The issue was resolved.

Manufacturer narrative:
Pump: analysis of the pump identified the pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.